Manufacturer narrative:
The tech found the siderail weldment was visibly bent due to moving the bed using the siderails. The tech replaced the siderail weldment mount to repair the bed.

Event description:
Info received indicates the siderail will not latch in the up position.